Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Customer's other blood glucose level was 400 mg/dl to 600 mg/dl. The customer declined to troubleshooting for high blood glucose. The customer will continue to use the device.